Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10376. The pt received two trial scs leads on (B)(6) 2011 (from different lots). It was reported the physician experienced difficulty positioning the leads. Post-operative testing revealed the pt was experiencing a sensation in his abdomen when stimulation was turned on. The pt also reported feeling extreme pain wrapping around to his chest with movement. The physician removed the dressing, repositioned the leads and conducted additional testing. The pt had continued pain in the ribs when stimulation turned on and reported chest pain whether stimulation was turned on or off. The physician removed the leads resulting in the pt's symptoms completely subsiding. The physician reported the pt was experiencing mechanical irritation from the leads in the epidural space.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.